Event description:
It was reported that an alert/notification settings issue occurred. Date of event is an approximation. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4).